Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous, calcified artery. The 8mm x 4.0 mm quantum maverick balloon catheter was selected for pre-dilation and advanced to the target lesion. Upon inflation, the balloon ruptured at approximately the rated burst pressure. The balloon was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.